Event description:
On july 7, 2008 the lay user/reporter contacted lifescan on behalf of the lay user/pt alleging the one touch ultra 2 meter reverted to setup mode. The medical affairs specialist sent follow up questions for the technical service representative to ask the reporter. The reporter (the patient's husband) stated the meter issue began on the day before. She was not able to test on her meter that day. Sometime after dinner that day, the pt reportedly felt dizzy. The reporter called the paramedics at this time and when they arrived 30 minutes later, the pt had passed out. The paramedics took the patient's blood sugar and obtained what the reporter considers a low reading although the reporter does not remember what the actual reading was. The paramedics put the pt on an IV glucose drip, gave her oxygen, a sandwich and a bun. She felt better about 30 minutes after eating the sandwich and the bun. Sometime after the pt ate the sandwich and the bun, the paramedics tested again on their meter and obtained a result of 8.5 mmol/l. The paramedics stayed for about an hour and a half and when they left, they said that a general practitioner would visit them. The reporter states the pt does not pass out frequently due to diabetes. The pt had reportedly not eaten any less or more prior to having a symptoms. The pt taken insulin and tests his blood sugar 4 times per day. The pt takes 18 units of glargine insulin at night and 28 units of actrapid insulin in the morning. The other two doses during the day are adjusted based on the meter reading. The type of insulin and the time of administration were not provided. The reporter states the pt could have done something differently if she had been able to test on her meter when it reverted to setup mode. However, it was not mentioned what she could have done differently. It was determined during the troubleshooting telephone call that there was no meter trauma and the product was not new. The issue was resolved when the technical service representative walked the pt through resolving the issue. This complaint is being reported because it was alleged that the pt was not able to test on her meter, and reportedly may have done something differently had she been able to test, and experienced symptoms indicative of hypoglycemia after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.